Event description:
It was reported that the procedure was to treat a 99% stenosed, heavily calcified lesion in the moderately tortuous mid right coronary artery (rca). The 3.50x18mm xience xpedition stent delivery system (sds) failed to cross the lesion due to the patient's anatomy and was withdrawn without reported issue. A 4-french non-abbott guideliner was placed inside the 6-french non-abbott guiding catheter. The same xience xpedition sds was reinserted; however, it again failed to cross the lesion. During withdrawal although no resistance was noted, the xience xpedition stent implant dislodged inside the 4-french non-abbott guideliner. As the dislodged stent implant was inside the guideliner, all devices were removed as a single unit without difficulty. There were no reported adverse patient sequela and no reported clinically significant delay in the procedure. The decision was made to complete the procedure at that time, as it was assumed that deploying a stent would be challenging. There was no additional information provided.

Manufacturer narrative:
(B)(4). Concomitant products: guide wire: runthrough, gaia1, miracle 3; guide cath: launcher sal1 (6-french), kiwami (4-french). (B)(4) - guiding catheter/sheath selection; re-insertion. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. It should be noted that the xience xpedition everolimus eluting coronary stent system instructions for use (IFU) states: an unexpanded stent may be retracted into the guiding catheter one time only. An unexpanded stent should not be reintroduced into the artery once it has been pulled back into the guiding catheter. Subsequent movement in and out through the distal end of the guiding catheter should not be performed as the stent may be damaged or/and dislodged from the balloon when retracting the undeployed stent back into the guiding catheter. Additionally the materials required section states: to use guiding catheters of 5 f or larger. Based on the reviewed information, no product deficiency was identified.